Manufacturer narrative:
Additional information: d10 the reported field event of premature battery depletion was confirmed in the lab. The cause of the early battery depletion was due to high current draw from the device. The cause of the high input current was found to be a hybrid anomaly. Telemetry, pacing, sensing, impedance, patient notifier, high voltage output, and high voltage shock were tested on the bench. No anomaly was detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the implantable cardioverter defibrillator exhibited premature battery depletion. Device replacement was discussed. The patient was stable.

Event description:
New information states that the device was explanted and replaced on (B)(6) 2019. The patient was stable.